Event description:
It was reported the anterior cervical fusion (acf) trial spacer handle was locking up. No patient involved event was postoperative this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the 396.989 was received with scratches and nicks on the knurled release knob. The knob is stiff and the inner shaft is jammed in the handle. One acf trial spacer handle (part 396.989 lot 8029383) was returned for the handle malfunctioning and not releasing the trial spacer. The spacer handle connects with parallel, convex and lordotic acf detachable trial spacers to assess appropriate implant size for anterior fusion of the cervical. Non-detachable trial spacers could also be used to determine the best implant size (parts 396.405-396.422). Engineering drawings were reviewed during the investigation. A tolerance analysis was performed for the following features: 1) the clearance between the diameter of the inner threaded shaft and the handle inner diameter near the functional end. 2) the clearance needed for the dowel pin in the wheel to freely glide within the groove to allow the assembly/disassembly of the wheel and inner shaft. After reviewing the tolerances, there is the possibility of interference for both of the features/functions stated above. The interference within the wheel assembly and the interference between the inner diameter and threaded inner shaft can lead to the scenario of this complaint. It should be noted that the lot corresponding to this complaint was of a previous revision h which had more potential interference per the drawing specifications than the latest revision however, there is still interference created at mmc when incorporating the straightness tolerances on the latest design. In addition to the tolerances, the depth of the pin and the spring ball plunger are not indicated on the upper level of the wheel drawing. This can also lead to the interference conducive to preventing the rotation of the wheel for disassembly. The materials were reviewed are adequate for the device's intended function. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.